Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023. The patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on may 01, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a head trauma. Open circuits were noted on 22 electrodes. The implanted device remains.